Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled ¿3d patient imaging and retrieval analysis help understand the clinical importance of rotation in knee replacements¿ written by arianna cerquiglini, et al, published in knee surgery, sports traumatology, arthroscopy (2018) 26:3351-3361, https://doi.org/10.1007/s00167-018-4891-9 published online 8 march 2018, was reviewed. The purpose of the article was to correlate highly accurate 3d-CT measurements of pre-revision tka position, provided by an innovative 3d imaging technique, with retrieval analysis findings post-revision to better understand implant orientation effects on tka. This study involved 53 contemporary tka¿s. The implants were revised for various reasons and involved multiple manufacturers. Table 1 (p. 3353) in the article breaks down implant and patient demographics. The article did not mention patellar resurfacing or cement manufacturer. Depuy implants used: pfc sigma (cr), attune (ps) and lcs (cr) depuy implants revised are as follows with the case number, type of implant, patient age, gender, time to revision (months) and reason for revision: case 13: lcs, cr; (B)(6) male; 120 months-instability. The article also discusses the correlation relative rotational mismatch and the severity and location of polyethylene damage in implants revised for malposition. Fig. 6 displays different modes of surface degradation found on the inserts. All cases revised for malposition will also be coded with poly wear due to this correlation.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.